Manufacturer narrative:
The device was received not deployed. Upon removal of the needle cap, the needle mechanism deployed as intended. Download data shows the device was received in pod state 15 and ran 57 pulses, 46 of which were first prime pulses. No abnormalities were observed in the data. The device had been deactivated by the user at the end of second prime. The needle mechanism was manually reset to the not deployed state, then manually deployed by rotating the ratchet gear. The needle mechanism deployed as intended. Inspection of the needle mechanism components found no damages or manufacturing deficiencies that would result in any failure of the needle or cannula to deploy as intended, however, it could not be determined when the needle mechanism fired. The cause of the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the pink slide insert did not move forward indicating that there was a needle mechanism failure.